Event description:
It was reported that the customer had a bipolar disorder, and he attempted to kill himself. The mother stated that the customer threw the insulin pump and the device is damaged. The caller stated that the drive support cap was missing. Advised the mother that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received with a broken off end cap, a missing motor and a scratched display window. Unable to perform the functional tests, including the displacement test, rewind, basic occlusion, occlusion, prime and the excessive no delivery test or test for motor error alarm due to pump damage/missing motor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.